Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual examination noted the helix was retracted. Resistance testing found the cathode coil was fractured. An x-ray of the lead verified the cathode coil had a break in the area distal to the is-terminal end. This break would have prevented extension/retraction of the helix..

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Upon attempted repositioning of the lead it was found that the helix would not retract. No adverse patient effects were reported.